Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level ranged from 250- 300 mg/dl. It was indicated that a correction bolus was administered to address bg level. In addition, the customer was able to load a cartridge successfully.